Event description:
Incident #1: the vitrector was set up and tested. The vitrector was left in the fluid setting. This was checked by two rn's. When surgeon went to start the procedure, the vitrector was on the air setting. This caused the eye presure to go down. The decreased pressure caused a choroidal effusion that resolved during the procedure. No patient injury. Incident # 2 when the gas injection was happening, the stopcock was turned to the incorrect direction. This caused the pressure in the eye to decrease. The decreased pressure caused no apparent injury, however the patient's eye will be monitored.====================== health professional's impression======================unfamiliarity with device by staff who set it up.====================== manufacturer response for vitrector, accurus======================inquiry for more information.